Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. Customer reported the alarm was resolved and the pump resumed normal operation. There was no known impact to the customer's blood glucose. Customer would continue to use the pump for insulin therapy.